Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the flow diverter could not deploy because the tip of the medtronic microcatheter was disconnected. The microcatheter and flow diverter were removed from the patient. The devices were replaced by medtronic devices to complete the procedure. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 15mm x 10mm located in the cavernous sinus segment of the internal carotid artery (ica). The distal and proximal landing zone was 4.3mm x 4.5mm. The vasculature was moderate in tortuosity. The patient was on dual antiplatelet therapy and the pru level was 0. Post procedural angiography showed blood flow slowed down in aneurysm. Access was through femoral artery with diameter of 8f. The devices were discarded by facility for safety measures due to covid-19.